Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardio profiler test compared to beckman access 2. Patient presented herself at the ed in 2009, due to acute chest pain. Patient was worked on as follows: blood drawn in ed edta plasma for cardiac markers run on triage cardio profiler. The issue was raised when the lab collected a sample from the patient at about 4 am the next day, with positive results from bci access 2. EKG nsr (normal sinus rhythm), flip t wave at 1 and 2 precordial leads, normal axis. Due to age and health state of patient, family still deciding if cardiac cath should be performed as per cardiologist recommendation.

Manufacturer narrative:
Patient specimens were returned and tested on triage cardio profiler lot #w45198 and access 2. In-house calibrators were also run to ensure product continues to meet specification. The number of replicates run was based on patient sample availability. The patient samples were tested on access 2 to evaluate the tni concentration before and after hama treatment. Results of patient sample testing - negative tni on triage was confirmed. Tni concentrations were negative at <0.05 on triage but positive on access2 before and after hama treatment. Access2 tni concentrations were lowered by 22 to 34% after hama treatment. Per internal procedure, the analyte's concentration must be decreased by at least 50% to suggest hama antibody interference. Testing was also performed on access 2 and triage cardio profiler with patient sample diluted with normal plasma. The results were positive on access 2 and negative on triage cardio profiler. Test results for patient samples: see scanned table. Complaint specimens were returned. Negative tni on triage devices and positive tni on access ii were reproduced. Specimens were spiked with in-house hama blockers and tested on triage and access. No hama interference was observed on both assays. Diluted specimen was tested on triage and access. Results matched with original results. Myo and ckmb were negative on triage assay, ckmb was negative on access assay (myo was not tested). Myo and ckmb results support negative tni from clinical perspective. It is possible there was sample interference on access. Based on mfg batch review and in house testing, product deficiency was not verified. No corrective action is required at this time as product deficiency was not established.